Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00661. It was reported the physician removed one of the two trial leads. One of the trial leads appeared to be stuck and the physician was unable to remove the lead. The patient was referred to another physician and in pre-op the physician determined the lead was cut off approximately 2 inches from the skin. The physician used a hemostat and removed the remaining lead. The patient was discharged home.